Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was unresponsive. During investigation, evidence of contamination was found under the contrast and down arrow keypad button contacts. This issue is not likely to result in an adverse event as the contrast button has no effect on the pump's insulin delivery functions.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the up and down arrow buttons had been intermittently responsive for a few months. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.